Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The remote arm controller (rac) was analyzed and found to in system logs error 25588 was found indicating the fault confirming occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles & sitting idle for 1hrs. After testing 10x cycles once the testing was completed, the system error logs were inspected, but no error could be identified. The complaint regarding a recoverable fault on master tool manipulator (mtm) was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) and remote arm controller (rac) 2 to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive the rac board involved with this complaint to perform failure analysis. Isi received the mtm to perform failure analysis. The mtm was analyzed and found error 25588 in system logs indicating motor fault on the mtm axis 5, confirming the fault occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto a test platform where it failed on the sine cycle test. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause was attributed to the axis 5 pot motor.

Event description:
It was reported that during a training/demo of the da vinci system, clinical sales representative (csr) called to report they were having a repeated non-recoverable fault 25588 on right master tool manipulator (mtm). They were going to have an in-service and could use the other console. Technical support engineer (tse) guided caller to power the system off, exercising circuit breaker on affected console, and exercising right mtm, with no improvement. Error was persistent on system power on. There was no reported injury.